Manufacturer narrative:
Device evaluation: analysis of the lead found the lead¿s outer insulation was separated at the butt joint on the lead¿s proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was that during a staged procedure, the implanting physician was pushing the boot over the connection between the lead and the external cable and the lead insulation disconnected from the header end of the lead. This exposed the outer metal winding of the tined lead. It was stated the slipping the boot over the connector ¿caused a pulling pressure in a direction away from the connection.¿ it was noted there was ¿no patient involvement as incident was during implant of lead.¿ the lead was replaced as a result of the event and the issue was resolved. There were no surgical procedures planned or performed and no issues with the patient. No complications were reported or anticipated.